Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Us FDA MDR it was reported that the patient was admitted to the hospital with a low heart rate. It was further reported that there was no output from the implantable pulse generator (ipg) and telemetry was unable to be established. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.